Event description:
The customer reported that the buttons on the insulin pump are not responding as usual. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.